Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase, the patient¿s blood pressure dropped. Pericardial effusion was confirmed by echo. Pericardiocentesis was performed to remove more than 500 cc of fluid from the pericardial space. The bleeding did not stop; therefore, surgery was performed. It was confirmed that the following catheters, soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter, thermocool® smart touch® sf bi-directional navigation catheter, the pentaray nav high-density mapping eco catheter and the decanav electrophysiology catheter were inserted into the patient¿s body. There is no information regarding extended hospitalization. The patient¿s condition was improved. The physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No biosense webster, inc. Product malfunctions were reported during the case. No error messages were observed on any biosense webster, inc. Equipment. The biosense webster, inc. Product analysis lab received the device for evaluation on october 9, 2019, and it was it was noted that on initial visual inspection that there was no visual damage or anomalies observed.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase, the patient¿s blood pressure dropped. Pericardial effusion was confirmed by echo. Pericardiocentesis was performed to remove more than 500 cc of fluid from the pericardial space. The bleeding did not stop; therefore, surgery was performed. It was confirmed that the following catheters, soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter, thermocool® smart touch® sf bi-directional navigation catheter, the pentaray nav high-density mapping eco catheter and the decanav electrophysiology catheter were inserted into the patient¿s body. There is no information regarding extended hospitalization. The patient¿s condition was improved. The physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The device was visually inspected, and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly. The force values were observed within specifications. Then, electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, deflection test was performed, and it was found within specifications, the catheter was deflecting correctly. Then, the catheter was connected to the cool flow pump and no alarms observed. However, during the patency test, the catheter did not irrigate from the top of the dome. Further investigation revealed foreign material occluding part of the dome. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the foreign material is primarily composed of a biological-based material, presumably human tissue or fluid. A manufacturing record evaluation was performed for the finished device 30255906m number, and no internal actions related to the complaint was found during the review. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The root cause of human tissue or fluid cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference #: (B)(4).